Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, 1gm (route, duration and frequency not reported). One day later the patient began treatment for the peritonitis with imipenam, ¿500 mg x3¿ (route and duration not reported). The action taken with dianeal therapy was not reported. No additional information is available.